Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
Two days following the patient¿s cardiomems implant procedure, the patient reported hemoptysis and coughed up a blood clot. The patient was admitted for overnight observation. Anticoagulation therapy was reduced, and the patient was discharged without further symptoms. The physician reported that there were no complications during the implant procedure. However, the cause of the hemoptysis remains unknown, and a potential relationship to the cardiomems device or procedure could not be definitively ruled out.